Manufacturer narrative:
The device was returned and evaluated. The customer¿s reported issue was not confirmed, however, the evaluation found the image is green/purple in color due to both defective cable unit and charged coupled device. Also, the inspection of the device noted mechanical damage to the distal end of the outer tube or fiber composite (no sharp edges). The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The customer reported the endoeye high-definition ii, autoclavable video telescope¿s ¿connector got warm¿. The device was returned for evaluation and during the evaluation, the following reportable malfunction was identified: the image was found to be green/purple in color due to both a defective cable unit and charged coupled device (ccd). No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is to provide correction to g3 of the initial medwatch. The aware date should be september 13, 2023. Additionally, to provide the product receipt date, d9.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective ccd chip assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.